Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the insertable cardiac monitor (icm) exhibited myopotential oversensing and undersensing. No intervention was performed and the patient was in stable condition.

Event description:
New information received notes the insertable cardiac monitor (icm) exhibited recurrence undersensing. The programming changes were performed and the patient was in stable condition.